Manufacturer narrative:
Correction: problem description, submitted (B)(6) 2015 as follow-up #1: upon review of the complaint record, the alleged issue was deemed to be one of a damaged casing, not a damaged display as previously reported.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the display screen was scratched. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.